Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy on (B)(6) 2014 and suture was used. The needle tip was found missing when needles were counted after the wound was closed. X-ray was performed and needle tip was located in the subcutaneous tissue. The needle tip was removed safely. Additional information has been requested.

Manufacturer narrative:
Actual sample was returned for evaluation. Visual inspection was performed. The needle fractured due to tensile overload produced during severe mechanical deformation with signs of ductility. No defects were noted.

Manufacturer narrative:
Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
The needle tip was removed on (B)(6) 2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.